Event description:
Patient was using aligner 14 of 22, when she suffered a swollen lower lip and a blister appeared on her mouth. On (B)(6), the patient started using aligner 15. That night, at 1 am< the patient suffered some breathing issues and her upper lip was swollen. The patient also reported experiencing a burning sensation on her mouth and tongue. The patient immediately removed the aligner.